Event description:
It was reported that customer experienced an issue with plastic housing of pump and later found that pump would not start despite being connected to power for more than two hours with different cables. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation and received replacement pump, and no additional information was received regarding further outcome of event.